Manufacturer narrative:
Block b3: approximated to october 01, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not detach from the catheter. The clip was removed using a radial jaw device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to october 01, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not detach from catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. No other problems with the device were noted. The reported event of clip would not detach from catheter was not confirmed. It was found that the device did not detect any problems related to the reported problem, as the clip assembly was returned attached to the control wire with evidence of soft deployment. In regard to the soft deployment, this means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not detach from the catheter. The clip was removed using a radial jaw device. There were no patient complications reported as a result of this event.